Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in an intensive care unit on (B)(6) 2019 on 4 am due to a high blood glucose level of 397 mg/dl and diabetic ketoacidosis. The customer's blood glucose level was 307 mg/dl at the time of the admission. The customer experienced symptoms related to their high blood glucose such as nausea and vomiting. The customer was alleging that the insulin pump was under delivering. The customer was treated with intravenous drip. The customer was assisted in troubleshooting for high blood glucose. The insulin pump will be returned for analysis.